Manufacturer narrative:
The investigation for the vascular damage has been completed. The impella was not returned for evaluation. Additionally, clinical details was insufficient to determine the root cause. The cause of vascular damage - peripheral vessel cannot be determined since the complaint device not returned for investigation, insufficient clinical data provided and the relation to impella unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The complainant reported a patient in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced gastrointestinal bleeding that was resolved by withholding heparin, several units of packed red blood cells, and embolization. The patient continued on impella support as a bridge to transplant. Subsequently, the patient had the heart transplant and the impella was removed without issues.